Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event

Manufacturer narrative:
Corrected data: section d9, product available to stryker of the initial medwatch report indicates field; section d9, product available to stryker of the initial medwatch report should indicate return. Section d10, returned to manufacturer on of the initial medwatch report indicates blank; section d10, returned to manufacturer on of the initial medwatch report should indicate 05/14/2024. Additional manufacturer narrative: stryker evaluated the customer's device and was able to duplicate the reported issue. Stryker found that the power button was working intermittently. Stryker replaced the interface pcb assembly to resolve the reported issue. Proper device operation was observed through functional and performance testing and the device was, subsequently, returned to the customer for use. The replaced interface pcb assembly was returned to stryker product analysis center (pac) for further investigation. The pac technician determined that the cause of the reported issue was a leaking filter capacitor, designator fl24.

Event description:
The customer contacted stryker to report that their device would not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event